Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Correction: h11: customer reported allegations were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failures were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image output, flooded camera cable, and flooding in the main unit imaging. Based on the results of the investigation, it is likely the following led to the malfunction: the internal charged couple device could not communicate normally due to flooding of the camera cable and the central unit's image sensor, resulting in noise, communication errors, and no image output. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during bladder tumor resection procedure, the subject device image appeared with noise and presented a scope communication error message. The procedure was completed utilizing a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the product specifications were not met. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: "chapter 4 usage (warning): if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation." "Endoscope image disappearance and freezing (warning): do not strike or drop this product. Water leakage may destroy the electrical circuitry inside the product." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during bladder tumor resection procedure, the subject device image appeared with noise and presented a scope communication error message. The procedure was completed utilizing a similar device. There were no reports of patient harm.